Event description:
Gummy implants clinical study for inamed corp. Style 410 silicone filled breast implant. Note: I have not been asked to come for any f/u visits, I have not been asked to compete the quality of life forms - 3- pre-. Even though I have contracted an auto immune disorder. I have had 2 bad infections. I have not been asked to do any kind of MRI to determine if perhaps a rupture is causing my disorder, or if a rupture is causing my infections. Given this is a clinical study, I would think this would be a normal course of action. In 2008, I went to my dr due to issues with my left breast. It was inflamed and very red. He prescribed antibiotics. At this time it was mentioned that I had been diagnosed with the autoimmune disease, but nothing was written down that I saw, I was not asked to complete form 3 pre for qual of life -as detailed in the FDA's documentation-. There was no MRI taken. I will note that I had been hospitalized, due to cellulitis in the previous month, so perhaps the thought was that my infection in my breast was a result of the previous infection. However, my expectation given the fact that I am in a clinical study, and given the fact that I had told dr weiser that I was diagnosed with the disorder, would lead me to believe that further data gathering and analysis would start taking place. Six months later, I came down with yet another infection. I had also been diagnosed earlier in the year with mixed connective tissue disorder in addition to the elevated ana, otherwise known as overlapping immune disorder. Dr weiser again ordered antibiotics. When told about the lupus - high ana- dr stated "there is no evidence that implants cause lupus". Again, I was not given the qual of life form to complete, I was not asked for my rheumatologist's name, there was no script to my rheumy to do any add'l test for silicone antibodies, for silicone in the blood, or to obtain copies of my blood work to put in my file. And, there was no MRI ordered. I was not asked to come back after the visit - except for post surgical f/u, I am never communicated with or never have f/u visits scheduled. The following month, I called my dr. To let them know that I wanted my implants removed -explanted-. Again, there was no order of an MRI before removal. I have my appointment with the dr the following month, and the removal is scheduled for eight days later. Given the scheduling of such procedures, I would think that they would have told me to get an MRI. There again was no request for blood work from my rheumatologist, or a script for any add'l blood work. Again - there was no request to come in and complete the qual of life form. I am somewhat upset. When dr. Weiser stated "there is no evidence that implants cause lupus" my first thought now is, well if the drs are not reporting anything, no wonder there is no evidence. If it were not for me forcing the issue. I intend to make a request for my medical file to see what is being reported monthly, and I intend to speak with an attorney because if this is how "clinical trials" are conducted, then this is a farce, and women are suffering. The mockery about the auto immune disorder and lack of proof in particular is what makes me most angry, I am living proof. I am taking the lead to ask my rheumatologist to conduct further testing, and asking my oncologist to order the MRI. I am being my own advocate, and hopefully will be able to provide info that is useful. Common sense says: silicone is a toxin used in pesticides and was considered for chemical warfare by dow. Dow didn't cover up a number of findings because they felt silicone was safe. All of the cya and voluntary forms do not take away the fact that silicone is a toxin that causes harm to the body.